Event description:
On (B)(6) 2017, a 19mm regent valve was implanted in the aortic position. On (B)(6) 2017, a high gradient was noted. The 19mm valve was explanted and replaced with a 21mm masters series valve.

Manufacturer narrative:
The results of this investigation concluded one leaflet was dislodged from the returned 19mm regent valve and one recessed pivot area contained a chip. There was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflet or orifice damage. Rather, the dislodged leaflet and orifice damage was apparently caused by some external force applied to the leaflet and orifice, which overstressed the carbon material and resulted in the device damage. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by the review of the device history record and the analysis performed. The cause of the reported event remains unknown. Information from the field indicated the leaflet dislodged due to handling during explant.

Event description:
Per report, 1 leaflet dislodged ex vivo and was discarded.